Manufacturer narrative:
Customer refused to provide patient demographics (a.1-a.4) the customer¿s report of iron infusing faster than programmed was confirmed in the pcu event log, ¿ the pcu event log shows pump module s/n (B)(4) was programmed to infuse iron sucrose venofer 300mg/250ml (drugid 142) at a rate of 125ml/hr with a vtbi of 250ml (duration = 2 hours) at 10:45 am on (B)(6) 2019 as a primary infusion and not a secondary infusion as was stated. ¿ before starting the infusion, the user changed the vtbi to 1000ml, which made the rate 500ml/hr. The user then selected yes to the guardrails warning ¿vtbi exceeds volume. Proceed?¿ and the infusion started. ¿ the infusion ran at 500ml/hr until 11:53 am when the device was channeled off. ¿ the pump module and the disposable set were not returned for investigation. The root cause of the customer¿s report of iron infusing faster than programmed was identified as due to user programming.

Event description:
It was reported that in the med/surg care area, the nurse programmed iron sucrose venofer to infuse 300 mg at a rate of 125 ml/hr as a secondary, and started the infusion. Upon returning to the bedside, she observed that the bag was emptying faster than expected. There was no color change in the primary bag. No patient harm was reported, and an event log review was requested to check programming.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the med/surg care area, the nurse programmed iron sucrose venofer to infuse 300 mg at a rate of 125 ml/hr as a secondary, and started the infusion. Upon returning to the bedside, she observed that the bag was emptying faster than expected. There was no color change in the primary bag. No patient harm was reported, and an event log review was requested to check programming.